Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices were requested for evaluation but remain in the patient and cannot be returned therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in the patient.

Event description:
It was reported 2 months post-op, reaction on (B)(6) 2013. Patient had a rotator cuff repair. Implants used were bio swivelock 5.5 mm, bio tenodesis, fibertape. The patient has relocated to another state and as of (B)(6) 2013 is now under the care of a different surgeon for a rash on his shoulder at the insertion site. The rash is spreading to different locations on his body, shoulder to arm then leg and knee. (B)(6) 2013 follow up visit. The patient would like to have all of the devices removed and is currently seeing an allergist to see if anything can be determined. He is not a diabetic. Per second surgeon, this would require the removal and insertion of bone plugs and the repositioning of the cuff for additional implants for another repair.